Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low r-wave, leading to t-wave oversensing. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.